Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) failing to start was confirmed via functional testing. The ubc serial number: (B)(6) was returned for analysis to the european distribution center and was evaluated and tested on 16jul2021. The system did not boot up and was unable to be functionally tested due to the device not powering on. The power supply printed circuit board (pcb) was replaced and forwarded to the product performance engineering (ppe) lab for further investigation. The returned power supply pcb was inserted into a fully functioning test ubc with a test logic board. (Note: fuses in the test ubc were not blown prior to the insertion of the returned power supply pcb). Upon attempting to power on the ubc, the event was verified. The unit was unable to power up. Measuring the board with a multimeter found that no voltage was circulating through any components on the pcb. The charger outlet of the test ubc was inspected and it was found that there were two blown fuses. The board was removed from the test ubc and further inspected. Due to the damage being caused to the fuses via the returned power supply pcb it was not possible to apply voltage into the board for further testing without more damage being caused. It was surmised that either the emi filter (l1) or bridge rectifier (d2) were damaged and caused the fuses of the charger outlet to blow. Component l1 was replaced first as it was suspected that ac voltage pulldown from this component may have led to the blown fuses, therefore causing no voltage to circulate through the board. Upon attempting to replace component l1, a copper track that was connected to the component was inadvertently damaged. Because this track was damaged further troubleshooting was unable to be performed. The root cause of the charger failing to start was found to be due to a damaged component on the power supply pcb; however, the damage to the component was unable to be conclusively determined through this investigation. The device history records were reviewed for the universal battery charger, EU serial number: (B)(6) and the universal battery charger passed all manufacturing and quality assurance specifications. The device was shipped on 21apr2010. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. The heartmate 3 patient handbook and heartmate 3 instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a power failure in the house after inserting the device into a wall outlet. No additional information was provided.